Manufacturer narrative:
Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for an enroute tc neuroprotection system plus device confirmed that the event of ischemia stroke and muscle weakness are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".

Event description:
It was reported that the patient had an embolic stroke after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Post procedure, between one to two hours, the patient experienced left arm weakness and had a stroke. Imaging performed reveled punctate new white lesions (nwl) in the head of the right basal ganglia region, right lateral periventricular region and in the motor strip. There was no intervention performed and the patient symptoms have resolved.

Event description:
It was reported that the patient had an embolic stroke after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Post procedure, between one to two hours, the patient experienced left arm weakness and had a stroke. Imaging performed reveled punctate new white lesions (nwl) in the head of the right basal ganglia region, right lateral periventricular region and in the motor strip. There was no intervention performed and the patient symptoms have resolved.